Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 5413189 have already been previously tested in the (B)(4) on 24/jan/2024. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report database 1818898 complaint test report. For static pull test: functional test static pull according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR)review: packaging: the lot 5413189 was packaging according to the wi version 73, in the multivac m12, on 02/feb/2023, with a total of (B)(4) units. Assembly: the lot 5416278 was assembled according to wi version 25 on-line inspection for assembly of quick set on 02 feb 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/apr/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 5413189 and no other complaints has been registered in database for the same lot 5413189 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced that infusion set tubing detached from the site at right side lower abdomen on (B)(6) 2025, which resulted in elevated blood glucose (324 mg/dl). The infusion set was in use for one day. No further information was available.